Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus) leading to a replacement surgery. Upon explant, there was no fluid in the system; however, the source was not detected. There were no patient complications.